Event description:
During a percutaneous transluminal angioplasty of superior femoral artery (sfa) a (8x100) stent box was opened however when deployed it was noted too short. Measurements of the stent were done via ultrasound and the stent was recorded to measure (8x60). The target lesion was totally occluded however was not clcified and it measured about (6x25)mm (diameter x length). Two stents were intended to be implanted however because one of the stents was too short another stent was implanted to cover the rest of the lesion. A total of (3) stents were implanted in the procedure.